Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis summary: images show a totally occluded rca. A guide wire is passed to the distal section of the vessel and a balloon is used to pre dilate the proximal vessel. Images show thrombus present in the proximal rca. Further dilations of the proximal vessel are performed. A stent is delivered and deployed in the proximal vessel. Repeat angiography is performed approximately 1 hour later showing total occlusion of the deployed stent in the proximal rca. No images showing the use of the aspiration catheter, though images suggest aspiration was performed as no occlusion to the stent present in preceding images. Post dilation of the deployed stent is performed. A second stent is delivered and deployed in the mid rca. The procedure is completed and images show the treated vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient has history of smoking. The patient had 3 vessel cad. The prox rca was thrombotic pre-stenting. The 3.0x22mm resolute onyx was deployed at 12atm. The pci with the 3.0x22mm resolute onyx was successful. There was no residual stenosis post implant of the 3.0x22mm resolute onyx. Repeat thrombectomy was required to treat the previously reported thrombus. The prox right rca was treated with a 4.0mm non-medtronic nc balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient presented as stemi. An attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a non calcified, non tortuous lesion exhibiting 100% stenosis in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issue. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. A thrombectomy catheter was used and the lesion was pre-dilated. Following implantation of the 3.0x22mm resolute onyx in the proximal rca, the patient complained of increasing chest pain. It was reported that on second look of the rca, the stent was noted to have thrombosed (0-24 hours post stent implantation). After establishing flow, an ivus was used and it was noted that the vessel was much larger than 3.0mm. The stent was then post dilated with a 4.5mm nc balloon and an additional two resolute onyx (4.0mm and 3.5mm) stents implanted in the mid rca. The patient is alive with no injury.